Event description:
Three days following the procedure, the pt went into shock and was taken to the or for emergency exploration of his abdominal wound which revealed a 70% circumferential tear in the gastrostomy tube. Enteral formula was being delivered into the pt's subcutaneous tissue surrounding the gastric stoma. The formula and pressure caused a imasive area of necrotizing facities involving much of the pt's trunk. The pt has had several surgical wound debridements which are ongoing.